Event description:
Same case as: 2134265-2015-03337 and 2134265-2015-03338. It was reported that automatic pullback failure occurred. During an intravascular ultrasonography (ivus) procedure, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled to view the saphenous vein graft (svg). During automatic pullback, it was noted that the screen went black and the motor drive unit (mdu) stopped operating. The procedure was completed through manual pullback.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).